Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed the "o" ring component was missing. The root cause of the missing component is unknown. A complaint database search finds no additional reports against the complaint sample product and lot combination and no trend of missing components for the product code. The root cause of the missing component is unknown. Based on the inability to determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Trial augment is missing the retention o-ring.